Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the lead was attempted but not used during the implant procedure. The stylet would not advance down the lead. Another stylet was used and the insertion problem persisted. The lumen of the lead is suspected of damage. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).